Event description:
It was reported by the patient that their vns generator was no longer responding to their magnet. The patient also stated that they have had several seizures since this began which was "not normal" for the patient. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.